Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed or would likley cause or contribute to the reported event. This event is being file as a MDR since the patient reported symptoms or physiological condition related to an allergic reation.

Event description:
The patient reported the following: the patient started recently and has been experiencing some sort of allergic reaction to the aligners, she has been experiencing a soreness on her tongue where it touches the aligners, dryness on the tongue, and sore throat morning.